Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo and eccentric lesion in the left anterior descending (lad) artery with mild tortuosity. The patient presented with acute myocardial infarction. A thrombosuction was performed in the lad and a 3.0 x 18 mm xience alpine stent was implanted with a good end result. Approximately, 30-45 minutes post implantation the patient experienced chest discomfort. Coronary angiography showed thrombosis in the lad where the stent was previously implanted, and therefore a 3.0 x 38 mm xience alpine stent was deployed across the previously implanted to stent to treat the thrombosis. The procedure ended successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: there was no clinically significant delay in the procedure.